Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was cracked and defective causing issues during insertion. This led to a longer insertion for the patient as the physician was troubleshooting the problem. It caused a 30 minute delay in the patient receiving continuous renal replacement therapy. There was no patient death or complications reported. Follow up information states the defect appears to be an introducer needle and not the percutaneous sheath introducer. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the report of a cracked needle hub was confirmed. Returned were an 18ga x 2-1/2" rw introducer needle and a non-arrow component. Microscopic examination of the hub revealed multiple cracks toward the proximal end of the luer hub. A review of the device history records was performed and did not reveal any manufacturing related issues. Further investigation of this complaint issue is being conducted. The failure investigation indicates that the probable cause is design related.